Event description:
It was reported that the unit displayed both a e-1 and e-3 error during a case. It was further reported that this caused a 15 minute delay in the case so that the unit could be switched out. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.